Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, with two prostyle devices there was difficulty to remove both devices and excessive force was required to remove from the vessel. Upon device removal, the footplate was not fully retracted and the suture was looked in [malposition]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. On a different day, an open revision of the groin [surgery] was done due to an occlusion. Local thrombosis was identified. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 9/11/2024. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information, there was no conclusive cause(s) for the reported difficulty, and the relationship to the product, if any that can be determined. The reported patient effect of thrombus is listed in the perclose prostyle instructions for use, as a known patient effects of use with suture mediated closure device procedures. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
Subsequent to the initially filed report, the following information was received: the puncture site was on a non-calcified segment. Reportedly, there was difficulty removing two prostyle devices and excessive force was required to remove both devices from the vessel. After both devices were removed it was noted the devices were entangled with the sutures. The next day thrombosis was identified via ultrasound. Symptoms included ischemic in the leg (cold, sensomotoric deficits). Embolectomy and thrombectomy revision surgery was done and treated with patch plasty. No additional information was provided.